Event description:
The customer reported obtaining false positive access troponin I (accutni) patient results above the acute myocardial infarction (ami) cutoff for one patient and within the risk stratification range of the assay for a second patient from an access 2 immunoassay analyzer. The results were reported out of the lab and questioned by the doctor as they were discordant with the normal results obtained by the ER from the istat method. Repeat testing of the patient sample on the access instrument produced lower results within the normal range of the assay for both patients. Patient treatment was not affected and there was no report of injury requiring medical intervention. The customer indicated that the lab has a procedure to repeat any positive results on patients from the ER or patients with no previous history of positive results. Both patients were already in the ER at the time of the event and they were not admitted to the ER as a result of the erroneous results. The customer was running calibrator lot #116461 and reagent lot #121411. Beckman coulter field service engineer (fse) verified that hardware was performing to specifications without performing any repairs on the instrument. The fse suspected that patient sample integrity issues may have caused the event.

Manufacturer narrative:
Evaluation: results - instrument operated within specifications. Sample integrity issues may have caused the event.